Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely dizziness which is a known post-operative side effect of ci implantation. Furthermore during removal surgery multiple channels were seen to have been migrated out of cochlea, as a full insertion has been reported at the time of implantation. This finding might have contributed to the reported dizziness. This is a combined initial final report.

Event description:
User reports dizziness with stimulation since activation and only during processor use. User was receiving no benefit with the device and has been explanted.